Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues, coughing and sore throat. The patient did receive medical intervention and reported to have a pacemaker inserted. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 30 , 2023 and section h10 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues, coughing and sore throat. The patient did receive medical intervention and reported to have a pacemaker inserted.the patient did not report to receive medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found.the third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.